Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that leak occurred. During preparation for percutaneous coronary intervention (pci) outside the patient, opticross¿ imaging catheter was flushed but leaking occured at the lap joint area (tip of the catheter). The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During impedance testing, electrical open at proximal was observed. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).